Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and report device evaluation results. Updated device return date, follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes. Information was not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).